Event description:
It was reported that deflation issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 3.0mm x 150mm x 150cm coyote balloon was advanced for dilation. However, during the procedure, the physician had trouble deflating the balloon during the second inflation at 14 atmospheres. The device was removed by pulling it into the guiding catheter, and the procedure was completed with a different device. No patient injury was reported.

Manufacturer narrative:
Device eval by manufacturer: this coyote balloon was returned, and the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. Product analysis revealed damage that likely contributed to the reported difficulty to deflate.